Manufacturer narrative:
If implanted, give date: not applicable no patient contact reported. If explanted, give date: not applicable no patient contact reported. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed residue of viscoelastic on the lens surface indicating that the lens was handled for surgical use. Scratches were observed on the lens optic zone. The customer's reported complaint was verified, however handling issues at the surgical site could not be discarded as the cause of the complaint. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was noticed scratched upon opening the lens case. No patient contact was reported. No further information was provided.